Event description:
It was reported to boston scientific corporation on october 1, 2008, that a lithocatch immobilizer device was used during a tul procedure in 2008. According to the complainant, when the basket was tested during preparation, they were unable to open and close the basket. The device had not been used and the procedure was completed with another, same type device. No patient complications were reported as a result of this event. Upon receipt of the device investigation on 11/11/2008, it was confirmed that the device was open but could not be closed.

Manufacturer narrative:
A functional check found the basket of the device is open and cannot be closed. The sheath of the device is buckled at the handle. The root cause is a design issue. A review of the device history record revealed that one device from the lot of 35 devices was scrapped for reason code 0290: non functional. This is not an abnormal amount of scrap for this product. The october 2008 lithocatch ctw product family trending chart was reviewed and the product family does not show a negative trend.